Event description:
Review of historical medical records revealed the pt underwent a lead replacement procedure (ref MFR report #: 1627487-2013-17231 for explanted lead replacement). It was reported, the physician noted epidural scarring during the new lead replacement procedure. The physician experienced difficulty placing the replacement lead due to the scarring reportedly taking 10 to 12 attempts to successfully place the lead. It was reported, the pt receives effective stimulation coverage post operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.